Event description:
The customer reported that the system sometimes stopped exposure of the fluoro x-ray or stopped displaying the images on the monitor. When the engineer checked the system, it worked with no trouble.

Manufacturer narrative:
The ge service rep checked the system and found the parts worked intermittently. He change the parts, checked all functions, and found no problem. The previous MDR was submitted with the incorrect year. This is the correct MDR for this date and serial number.